Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse. It was reported that patient underwent the concurrent procedure of an abdominal sacral colpopexy during mesh implantation on (B)(6) 2011. It was reported that following insertion the patient experienced urgency and incontinence. It was reported patient underwent laparoscopic repair of ""iaancarcerated"" "sspigelian" hernia with mesh on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, and dysfunctional uterine bleeding. The patient underwent the concurrent procedures of a laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. The outcomes attributed to the device were pain, erosion, recurrence, dyspareunia, vaginal scarring, urinary/bowel and neuromuscular problems. It was reported that the patient underwent an abdominal sacral colopexy on (B)(6) 2011. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-04785. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04785 the same patient is represented in each medwatch.